Event description:
Boston scientific received information that one day post implant of this device system, right ventricular (rv) lead pacing impedance measurements were greater than 2,900 ohms, with intermittent to no capture at maximum outputs. A revision procedure was performed. The rv lead was repositioned and the set screw was retracted. All lead measurements were then within acceptable limits, with successful defibrillation threshold (dft) testing performed. No further complications were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.